Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 during a corresponding nerve graft procedure. The primary purpose for the procedure was the nerve graft, but the physician elected to implant the nalu system secondarily at the same time. During the procedure an incision was made for the nerve graft, measuring approximately 6 inches, and the nalu device was placed within that incision site. Multilayer closure was performed and antibiotics were given at the time of the implant. On (B)(6) 2024 the patient presented to a local emergency department with approximately 0.5 inch length of the surgical incision open. The patient was taken into the operating room to clean the open portion of the wound and re-close the incision.

Manufacturer narrative:
Per the physician, there is no indication that the wound dehiscence was related to the nalu device and there is no anticipated risk of infection to the implanted device. Patient has reported that there does not appear to be any further signs of fever or infection.